Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4).

Event description:
The customer reported while using the vela ventilator; the unit displays transducer fault alarms. The customer reported the exhalation flow transducer failed the zero calibration test. The customer reported no patient involvement is associated with the event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect main printed circuit board (pcba) for investigation. An investigation was performed and identified the root cause of the reported issue was due to a degraded transducer within the assembly (pt 800). This issue will be internally investigated within carefusion.